Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient, was inserted an icy catheter with no reported issue and received ivtm therapy completing the temperature maintenance phase. Prior to starting patient rewarming phase, the user observed that the color of the fluid inside the saline bag turned red. A catheter leak was suspected. Ivtm therapy was discontinued and another therapy was administered. No known impact or patient consequence was reported.

Manufacturer narrative:
Evaluation of the returned icy catheter (lot # 80134) confirmed the customer reported complaint during functional testing. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the proximal end of distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent defect in the adhesive bond that only appeared after some clinical use for a few days.